Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. No applicable evidence to review in the event history. The reported problem that device was not infusing was not replicated with functional testing. The pump ran as expected. The cause could not be determined as the problem was not replicated. Performed preventive maintenance and the device passed all functional tests after the repair.

Event description:
It was reported that the pump was not infusing, it was going through the motions but not moving the fluid. The event occurred during testing. There was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.